Manufacturer narrative:
D9: one sample was received on 10/03/2022 and 100 samples were received on 10/31/2022. H10: one-hundred and one actual samples were received for evaluation. A visual inspection was performed which observed dark/yellow (roughness) spots on the outer wall of the tube in 89 units. Functional leak and flow tests were performed and there were no signs of leakage or interruptions in the flow observed. Additionally, microscopic analysis was performed to identify if dark spots/roughness could have contact with the medication. The small dark spots were identified on the tube, located on the outer wall. The dark spots were characteristic of the degradation of polyvinyl chloride (pvc) by thermal process. The reported condition was verified; however, this issue is classified as a cosmetic defect and does not affect the functionality of the device. The cause of the condition was found to be factors inherent to the production process. The devices were found to meet acceptable quality parameters. A nonconformance has been opened to further investigate this cosmetic issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of solution administration sets had rugosity (roughness) along the tubing, both internally and externally. The issue was identified when opening the pouches, before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.